Event description:
During acl reconstruction, a bucket handle meniscal tear was discovered. The surgeon employed a fast-fix curved needle delivery system to repair the tear. After deploying implants t1 & t2, the suture broke. The surgeon was able to remove the suture, the implants remained in the meniscus. Surgeon used a competitive product to complete the repair. It was reported that there was no pt injury.